Event description:
As the guide pin was being inserted, it came in contact with hard cortical bone, which caused it to bend. At that time, the surgeon tried to back it out. Because of the partial threading, the pin did not come and broke. The doctor was not happy with the "threaded" feature of the guide pindevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.